Event description:
The remb sagittal saw was returned to stryker instruments for service. During functional testing by a service technician at the manufacturer facility, it was found that the device displayed a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The remb sagittal saw was returned to stryker instruments for service. During functional testing by a service technician at the manufacturer facility, it was found that the device displayed a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed the device was not working due to a bias current error that was observed by the diagnostic engineer during the device evaluation. Upon disassembly, the motor assembly, including the hall sensor and tps flex, was found to have corrosion damage.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.